Event description:
During a coronary bypass surgery, reportedly, the surgeon experienced issues with the application instrument for sternal zipfix. The instrument would not load or cut implant properly. The surgeon had to trouble shoot instrument during surgery and was successful to get the application instrument to work. Consequently an additional 20 minutes was added to the surgery time due to this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. It was found that the trigger spring within the device handle does not forward the slider assembly to the most forward position so that the gripper component opens not fully as per design intent to receive the implant. Some 730 instruments are in the markets worldwide with the same design. The complaint rate is lower than the estimated occurrence rate as documented in the risk analysis. The failure is not design, material, and tolerance stack-up-mating parts related. The investigation is ongoing.

Manufacturer narrative:
Device is used for treatment, not diagnosis the investigation has shown that the leaf springs, which push the handle forward after releasing it, are according to the specifications in force at the time of manufacturing. Therefore we are not able to determine the exact cause of this occurrence. However, in the meantime the drawing was adapted and the new version of the spring is used for this mechanism. The spring profile was increased from 1mm to 1.5mm, which has in our view a positive effect on the spring force.

Event description:
This is 1 of 1 report for complaint (B)(4).